Event description:
Related manufacturer reference number: 2017865-2022-50382, related manufacturer reference number: 2017865-2022-50383. It was reported that the patient presented with skin erosion and infection at the implanted device pocket site, with the skin of the device pocket appearing red and swollen. The right atrial and right ventricular leads were visible from the opened incision site of the implanted device pocket. The pacemaker, right atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.